Event description:
This complaint is from a literature source. The following literature cite has been reviewed: kim sy, song sy. Superomedial coverage with pectoralis muscle on completely wrapped, underfilled breast implant to achieve minimal rippling and dynamic tear-drop shaped appearance: a retrospective cohort study. J plast reconstr aesthet surg. 2025 dec;111:228-235. Doi: 10.1016/j.bjps.2025.10.027. Epub 2025 oct 28. Pmid: 41197346. The aim of this study is to reduce rippling by utilizing the muscle action and inherent thickness of the pectoralis major muscle in 80 patients (92 breasts) who underwent prepectoral direct-to-implant (dti) reconstruction between january 2019 and july 2023 the surgical technique used for the experimental group (n=48) involved elevating pectoralis muscle starting from the xyphoid process in the super omedial direction, parallel to the fiber alignment of the pectoralis muscle, using a harmonic scalpel, whereas the control group (n=44) underwent conventional prepectoral reconstruction. Harmonic scalpel (ees) was used in carrying out the elevation of muscle flap to minimize musce twitching and bleeding, while vicryl (eth) was used to secured the adm and medial portion of the implant to the chest wall. Reported complications: harmonic scalpel (ees) vicryl (eth) experimental group or yes group (n=48). Infection (n=1) treatment: not reported. Capsular contracture (n=5) treatment: not reported. Seroma (n=1) treatment: required interventions. Hematoma (n=1) treatment: required interventions. Wound dehiscence (n=1) treatment: not reported. Malposition (n=1) treatment: not reported. Skin flap necrosis (n=1) treatment: not reported. Rippling grade 1 (n=3) treatment: not reported. Rippling grade 2 (n=2) treatment: not reported. Rippling grade 3 (n=2) treatment: not reported. Vicryl (eth) control group or no group (n=44). Infection (n=2) treatment: not reported. Capsular contracture (n=6) treatment: not reported. Seroma (n=1) treatment: required interventions. Hematoma (n=2) treatment: required interventions. Wound dehiscence (n=1) treatment: not reported. Malposition (n=2) treatment: not reported. Skin flap necrosis (n=3) treatment: not reported. Rippling grade 1 (n=4) treatment: not reported. Rippling grade 2 (n=8) treatment: not reported. Rippling grade 3 (n=9) treatment: not reported. In conclusion, using the newly developed method, super omedially covering an underfilled implant with the pectoralis muscle and completely wrapping the area with adm, we achieved less rippling and dynamic tear-drop shape in prepectoral dti. The authors hope that this technique will help breast re construction surgeons in achieving more esthetically satisfying outcomes for their patients.

Manufacturer narrative:
(B)(4). Date sent: 6/8/2026. B3: publication year of 2025. D4: batch # unk. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. This report is related to a journal article; therefore, no product will be returned for analysis and the manufacturing records cannot be reviewed as the lot/batch number has not been provided. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the author/surgeon believe that the ethicon device caused or contributed to the patient complications mentioned in the article? If yes, please explain. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.